Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l4-s1 anterior and posterior fusion using rhbmp-2/acs at multiple levels, and using competitor peek spacers and allograft. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on (B)(6) 2011, the patient presented with following pre-op diagnosis: degenerative disk disease of lumbar spine particularly at l4-5 and l5-s1 disk space. L4-5 and l5-s1 disc herniation, degeneration, stenosis and retrolisthesis. Patient underwent the following procedure: l4-5 and l5-s1 two level anterior lumbar interbody fusion with peek interbody fusion device and plate and screw fixation and allograft, bmp. As per op-notes: l4-5 and l5-s1 disc spaces were exposed. Once spine was exposed and l5-s1 disc was approached first. End plates were decorticated, the disc space was trailed and a size 16mm peek spacer was placed into disk space with allograft and bmps. The l4-5 disc was then approached, another 16mm implant was placed with allograft and bmp with plate and screws over top with two screws into l4 and two into l5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.